Event description:
It was reported that the catheter had been in place for approximately 48 hours for post-op pain mgmt. The pt had an unusal coagulopathy, so the physician was waiting for that to reverse before removing the catheter. Difficulty was encountered during attempted removeal. The pt was repositioned and the catheter was withdrawn. A portion of the catheter's outer coating (8cm in length) was missing. A decision on whether or not to remove the piece of catheter has not been reached at this time.